Event description:
It was reported that when using the bd pyxis¿ medbank tower user indicated that the key combo item was not being issued when dispensing an external item. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that key item wasn't being issued. A technical support specialist (tss) guided the user to issue the key item so they could obtain the key along with the other items, enabling the user to access external items successfully. The system functioned as intended after the technical support specialist assisted the customer to resolve the issue.